Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email. Attempts to obtain date of event have been unsuccessful to date. The implant or explant dates are not applicable to this device. Device not returned to manufacturer for analysis. Device not returned to manufacturer for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a therapeutic coronary procedure post-normalization, premeasurement, the customer crossed into the artery, watched the manufacture¿s wire under fluro and saw that the wire unraveled into the side of the artery. The wire did not perforate the artery. Doctor attempted to remove the wire and was able to remove everything but the tip. The tip is still inside the patient and doctor stented the artery and opposed the wire against the artery. Patient is still currently in the hospital. Vessel: rca this adverse event is being submitted because the tip of the manufacture¿s wire separated in the patient and additional medical intervention was required to stent the separated portion of the device in situ.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block b3: per voluntary medwatch report number mw5087302 date of event is (B)(6) 2019. Block b5: additional information obtained from voluntary medwatch report number mw5087302 indicated patient experienced a dissection that was successfully repaired. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to advise date of event and additional information received.